Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a replacement procedure was performed; this left ventricular lead was removed due to an infection. The patient was treated with antibiotics. When the infection is gone a revision procedure will be performed. There were no allegations against this lead.